Manufacturer narrative:
Failure analysis for fiber 0010-2400-527a-2605: the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap is detached and not returned; the metal cap is detached and not returned; the fiber proximal to fracture can rotate independently of outer flow tubing; the connector appears in good condition; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits abrasions and scratch marks near open end; the octagonal stop sign (red dot) and the directional indicator (blue arrow) are partially erased. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the first surgical fiber used during a prostate procedure, "broke at the base" (proximal connector); the fiber was not cleaned during the procedure. The fiber was replaced and the procedure continued using a second surgical fiber. While using the second surgical fiber, the output beam was observed to "not be going the usual way". The second fiber was replaced and the procedure completed using a third surgical fiber. There was no patient injury reported. This report is for the first fiber used.